Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4) lot 1074286 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about a discrepant result. A saliva sample, which is considered off label use, gave a positive n1 result with the bd sars-cov-2 reagents for bd max¿ system kit whereas it gave a negative result with both ausdiagnostics and genexpert assays. Customer provided one run file (#335) from instrument ct2211 for the investigation. The customer¿s udp settings were verified, and parameters correctly correspond to those described in the bd sars-cov-2 reagents package insert (pi, p0255), except for the color compensation which was set at 11 instead of 1,5 in the cy5 channel. Although it is not suspected of being linked to the customer issue, this discrepancy between settings is considered as an off-label usage of the product. Customer should adjust udp with correct settings to ensure proper performance of the assay. Run #335 contained 15 samples, and all gave a negative result except sample analyzed in a05, which gave a n1 positive result. Manual pcr curve adjudication was conducted on sample a05. Curve analysis show no anomaly and true amplification of the n1 target, detected in the fam channel, with a CT of 29,3. No increase of fluorescence was observed in the cy5 channel (n2 target). The negative result obtained on that sample with both ausdiagnostics and genexpert assays could be explained by the fact that neither detect the n1 target. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Bd was unable to confirm the exact cause of the customer¿s discrepant results but differences in sensitivity and target detection between assays is suspected. Based on the data analyzed, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1074286. The root cause was not identified. No product issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Sample was from saliva and therefore was used off label. Confirmatory testing was done using ausdiagnostic and genexper and the results were negative. Result was not reported and there was no report of patient. Eua# (B)(4). The following information was provided by the initial reporter: this was from a saliva sample so considered off label use, the test was confirmed as negative by ausdiagnostic and genexpert (neither have the n1 gene as the target gene).

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained. Sample was from saliva and therefore was used off label. Confirmatory testing was done using ausdiagnostic and genexper and the results were negative. Result was not reported and there was no report of patient. Eua# (B)(4). The following information was provided by the initial reporter: this was from a saliva sample so considered off label use, the test was confirmed as negative by ausdiagnostic and genexpert (neither have the n1 gene as the target gene).